Event description:
The patient reported that the up arrow keypad button was slow to respond when pressed. The patient also stated that she wears the pump exterior to garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact but the keypad symbols were worn; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.